Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow, down arrow, and contrast keypad buttons have been requiring several hard presses to obtain a response over the past 6 months. She noted that the buttons spring back when pressed, but feels abnormal. The patient denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that she wears the pump on her belt with a clip.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.